Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue of the device not giving any voice prompts. The device did indeed show a charge-pak icon. Physio replaced the charge-pak battery charger. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.  A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a charge-pak icon in its readiness display. A new charge-pak¿ battery charger had been ordered but not installed yet. After pushing the device's on/off button the device's lid opened but the customer noticed that the device did not give any voice prompts. There was no patient use associated with the reported event.